Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report a hypoglycemic event and cgm inaccuracies on (B)(6) 2013. Patient said they had low blood sugar and their spouse had to arouse them. The spouse then gave patient soda to drink, and patient's blood sugar went up. Patient claims that in the past she noticed cgm inaccuracies. She states that the cgm numbers were both lower and higher than the actual bg values. Patient is not sure if the alert did not go off at the time of the event or whether the alert went off and she just did not notice it. At the time of contact with dexcom technical support, patient was feeling fine.